Manufacturer narrative:
It was incorrectly reported in the initial report that patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017. The statement should have read that patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017. In the initial MDR the device manufacture date provided was 03/31/2017. The year in this date was incorrect. The correct year of manufacture is 2014. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with stage 1 superior nasal flap diffuse lemellar keratitis (dlk) in the left eye and trace superior flap diffuse lemellar keratitis (dlk) in the right eye. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints and noted is happy. Patient reported symptoms are not interfering with daily activities.  Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.75 x -.50 x 97, left eye pre-op 20/20 -3.25 x -.25 x 68.